Manufacturer narrative:
Added information to section d9 (date returned to manufacturer). Updated section h3 (device evaluated by manufacturer). H3: device evaluation: the device was returned for evaluation. Customer report of inadequate leaflet coaptation was unable to be confirmed through visual observation. X-ray demonstrated wireform intact on returned valve. Valve was returned with 8 mm section of attached graft. Suture holes were visible around the valve sewing ring. No visible inconsistencies were observed from returned graft and valve. No other visible inconsistencies were observed from returned graft and valve. Laboratory findings were aligned with customer photos provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from colombia, this konect resilia aortic conduit valve 11060a21 was explanted at implant from the aortic position due to immobile leaflets. Prior the implantation of the valve, no abnormal findings were detected, and all the protocols from box opening to device rinsing were followed appropriately. As reported, the implantation was completed via full sternotomy accordingly to standard surgical technique, without any extensive debridement nor additional preparation or annular reconstruction. The conduit valve was positioned intra-annularly, and proximal and distal anastomoses demonstrated adequate hemostasis. The proximal anastomosis and the coronary reimplantation were reinforced with sealant. During intraoperative echocardiography, after weaning cardiopulmonary bypass, the immobile leaflets were discovered by the anesthesiologist, who reported that the valve was not opening appropriately. The graft was opened, and upon inspection, the valve leaflets were observed to be mobile. There was no evidence of anything obstructing the leaflet mobility, and both coronary buttons and the ventricular cavity were also inspected for sealant or thrombus material, with nothing noted. The graft was closed, and a second attempt at weaning from cardiopulmonary bypass pursued, however, the reported limited valve motion remained the same. Then, it was decided to explant the valve conduit and implant a 21mm non-edwards mechanical conduit valve, which showed better mobility. During the third weaning from cardiopulmonary bypass, the patient experienced a sudden drop in blood pressure, leading to a re-heparinization and continuance on cardiopulmonary support. Two additional weaning attempts were made without success, and finally the patient was transferred to the intensive care unit under full hemodynamic and pharmacologic support. Cardiopulmonary bypass was initiated at approximately 11:00 am, and the patient was transferred to the ICU at approximately 8:00 pm. Unfortunately, the patient expired the next day.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.